Event description:
It was reported that a charging pad for the ilet pump was flashing and the pump was not charging; the user was advised to unplug the pad and try a different outlet, then removed the pump from the pad, after which the pump showed a solid indicator and resumed charging. Symptoms included no adverse clinical effects. Outcomes included no impact to the user. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed that the device functioned as expected after power cycling and use of an alternative power source, indicating no confirmed device failure. It was concluded that the event was consistent with a transient charging issue that resolved with standard troubleshooting and did not require further action.